Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing intermittent electrical disconnects with the controller ac adapter. The controller ac adapter was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the ac adapter passed visual inspection and functional testing. Log file analysis revealed that the controller, (B)(4), in use during the event date contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data log files revealed multiple momentary disconnections involving an ac adapter. This was most likely related to the reported ¿intermittent electrical disconnects¿. As a result, the reported event was confirmed. A possible root cause of the reported event can be attributed to momentary disconnections between the controller and controller ac adapter. There is an internal investigation for momentary disconnections. If information is provided in the future, a supplemental report will be issued.